Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended.

Event description:
Customer reported, the system would not produce an image. No patient injury was reported.